Event description:
Patient reports redness around her incisions and general body rash with itching 4-6 wks following laparoscopic nephrectomy. Some stiches observed "spitting" from the incision. Prednisone and zytec were prescribed which provides symptomatic relief.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500aa form will be submitted accordingly.